Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device will not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not power on. Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to poor maintenance/user error as there was no correctly homed charge-pak installed for more than 2 years, resulting to a depleted and permanently damaged hlc. The operating instructions instruct the user that "device readiness" should be verified regularly. The customer received a replacement device. The customer's device is archived by stryker.